Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 16157584/7072687/16527473.

Event description:
It was reported that the patient underwent an ipg revision procedure due to an unknown reason.